Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that the pump was not delivering the right amount of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box showed that the pump data for the complaint had been overwritten due to continued use. The black box begins on (B)(4) 2016. The current total daily dose (tdd) added up correctly to the basal segments programmed by the user. During investigation, the basal and boluses added up appropriately and equaled the tdd. The pump was observed to be delivering accurately. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The complaint of an inaccurate delivery issue was not duplicated during investigation; the pump data had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.